Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that after implantation of their implantable neurostimulator (ins), the patient experienced shooting pain and spasms in their unaffected lower extremity (right leg) described as going from the top back of the leg to the knee. It was noted that the patient had their ins device implanted to cover left-sided chronic pain. The discomfort escalated post operatively and the physician ordered additional pain and steroid medications to see if the issue could be managed medically. Reprogramming was also performed. The surgeon then made the medical decision to explant the ins system. Follow up information reported that after removal of the ins system, the patient¿s pain did not change. The patient¿s physician ordered physical therapy (pt) for the patient. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.